Manufacturer narrative:
A review of the technical service on-site history showed no abnormalities that could have contributed to this event. Laser was successfully verified prior and after the day of the event. Technical root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A health professional reported a case of an incomplete flap of the right eye during lasik flap generation. The reporter indicated they had difficulty during the first couple attempts of docking. On the third attempt they were able to obtain docking and started to fire the laser. The suction broke after about two seconds of treatment and the patient was rescheduled for a later date to return for a possible photo refractive keratectomy (prk) treatment. Laser was used for the rest of the scheduled treatments for the day with no other issues.

Manufacturer narrative:
The returned sample was determined to have not been used, and therefore not related to the reported event.. Technical root cause could not be determined. The manufacturer internal reference number is: (B)(4).